Event description:
It was reported that the pump battery was observed to be depleting more quickly after integration with the continuous glucose monitor. Subsequently, the pump shut off due to insufficient power. During troubleshooting with tandem's customer technical support (cts), it was determined the battery was depleting as expected based on the customer's pump usage and settings. Cts confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. The customer¿s blood glucose was 350 (mg/dl). This event is being reported based on the evaluation of the returned device. During evaluation, accelerated battery depletion due to a software issue was observed.